Event description:
During preventive maintenance testing at the user facility,t he device kept rebooting during the self test.

Manufacturer narrative:
A field service engineer performed preventive maintenance testing at the user facility. During testing, the device kept rebooting during the self test. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.